Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that during a lobectomy, after sealing and cutting the tissue, a small amount of bleeding was noted. An electrosurgical pencil was used to stop the bleeding. Another handpiece of the same type was opened and used to complete the procedure. There was no pt injury.